Event description:
It was reported that during a rotator cuff repair procedure using the smartstitch m-connector along with a competitor's shaver, the m-connector device neglected to throw a proper suture three times in a row. Allegedly after the third failed stitch, the surgeon noticed a small piece of metal in the joint. As multiple devices were in use during the procedure the source of the remnant cannot be confirmed at this time. The surgeon was reported to have retrieved the metal piece with graspers and completed the procedure using a different arthrocare device. There was no significant delay and no pt complications were reported as a result of this event.